Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: the device is currently being evaluated; the manufacturer will file a f/u report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the device was in use with a patient when the clinician was unable to disconnect the tracheostomy tube from an accessory due to a "faulty wedge". The clinician was unable to suction the patient's tracheostomy tube and a change of the patient's tube was required. No permanent adverse effects to the patient were reported.